Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. A visual examination of the returned device found that the needle and clevis were bent. Functionally, the device jaws would open normally, but failed to close properly due to the bent needle condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the needle was bent. However, the evaluation found that the jaws failed to close properly due to the bent needle. The bend likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, the device was inspected/tested prior to use and no anomalies were noted. Several duodenal biopsies were obtained with this device. However, while attempting to take a biopsy in the esophagus, the needle was found to be bent. The jaws were closed fully, then the device was withdrawn partially into the scope. The forceps and scope were then removed in tandem. After removal, the device was re-inspected; the jaws were completely closed, but the needle was sticking out through the teeth. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; jaws unable to close.